Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that the pressure line was missing from an rt228 infant breathing circuit sle4000 & sle5000 package. This was noticed prior to patient use.

Manufacturer narrative:
(B)(4). The rt228 infant breathing circuit is not sold in the USA but is similar to a product that is sold in the USA. The 510(k) for the similar product is k020332. Method: the complaint rt228 breathing circuit was not returned to fph (B)(4) for further inspection. Our analysis is accordingly based on the event description provided by the hospital and results of previous investigations on similar complaints. Conclusion: the breathing circuit package consists of a number of components grouped together during production. It is likely that operator error, during the packing process, resulted in the pressure line being omitted from the rt228 breathing circuit kit. There are standard operating procedures (sops) that have been put in place to assist the operators on the production line to correctly pack the breathing circuits. However, in this instance, the missing pressure line was overlooked. A lot check revealed no other complaints of this nature for lot number 101122. This is the only complaint of this nature that we received for infant breathing circuits in the past 12 months to the end of (B)(4) 2011.